Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level. The customer's blood glucose level were 549 mg/dl and 486 mg/dl. . The customer was treated with manual injection. The customer reported that the pump had a no delivery alarm on the last two set changes in a row. The customer reported an unexpected restart after putting new battery. The customer was feeling ok to troubleshoot and declines emergency medical services. Troubleshoot was performed for no delivery. The insulin exited during the priming. The customer was advised to discuss different styles of set with the health care professional¿s recommendation. The insulin pump will be returned for analysis.